Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., b.7., g.3.

Event description:
Patient's relative reported "rupture." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient's relative reported "rupture." The device remains implanted.